Manufacturer narrative:
Evaluation of the device by engineering determined that tip failure appears to be attributed to shear ductile overload condition. The cause of the overload condition could not be determined. Review of manufacturing history records found (B)(4) pieces of this lot were released for distribution on 5/13/2016 with no deviation or anomalies. Review of complaint historydid not reveal a trend of this nature for this part number. The need for corrective action was not indicated for this complaint.

Event description:
During a procedure the tip of a reform modular screw driver ((B)(4)) broke during insertion of a reform modular pedicle screw. The case was a revision according to the complainant. The tip of the instrument was removed. There was no reported delay to the procedure because other instrumentation was available.